Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. As part of the plant investigation a review was performed on the sub-assembly lot numbers used in production of the finished lot. There were no non-conformances in any of the raw materials used in the finished lot production, including fiber bundle, o-rings and polycarbonate molded components related to the reported complaint event. All raw materials were within acceptable parameters and met all release criteria. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that a patient experienced itching 2-3 hours into treatment. The patient was treated with intra-venous (IV) benadryl. In addition, the heparin dose was decreased, however there was no change in the patient's itching. The patient continued treatment with the same dialyzer. The patient reported the benadryl did not provide relief for the itching sensation.